Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user experienced analyzer issues on the integra 800 and received questionable ise results for two patient samples. Of the data provided, the potassium results for the two samples were discrepant. Patient sample 1 initial result was 999 mmol/l, repeat result was 5.2 mmol/l. Patient sample 2 initial result was 999 mmol/l, repeat result was 3.9 mmol/l. The patients were not affected as the results were not reported outside of the laboratory. The potassium electrode lot number was not provided. The field service representative determined there was a faulty non return waste check valve and replaced the valve. He replaced the waste pump and vacuum container as a precautionary measure. The user ran precision testing with acceptable results. Calibration and qc were also performed.